Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed during a revision surgery on (B)(6) 2025 due to pain, loss of correction and a broken screw that was discovered via a radiographic image from a 3-week post-op follow-up. The surgeon removed the hardware and inserted wires to hold the correction in place. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the broken screw was likely subjected to excessive bending stresses which resulted in its breakage and contributed to the loss of correction. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed during a revision surgery on (B)(6) 2025 due to pain, loss of correction and a broken screw that was discovered via a radiographic image from a 3-week post-op follow-up. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
Updated fields: d9: is this device available for evaluation? Yes, date returned to manufacturer: 07-08-2025. G3: date received by manufacturer: 07-08-2025. G6: type of report: 30-day follow-up. H2: if follow-up, what type: additional information, device evalaution. H3: device evaluated by manufacturer- yes. H6: type of investigation- 10, investigation findings: 3243. H11: the device was returned for evaluation. Analysis of the returned device confirms the screw was broken. The head of the broken screw was still inserted into the plate. The distal portion of the screw was not returned and could not be inspected. The damage observed on the plate aligns with what is typically expected during the removal process. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the analysis, the screw appears to have fractured due to bending stresses. The company will supplement this MDR as necessary and appropriate.